Manufacturer narrative:
(B)(4).

Event description:
During a procedure involving the placement of two bilateral kissing visi-pro stents were placed in the left common iliac and right common iliac artery. Both stents needed to be post-dilatated. A 9x40 evercross balloon was used to dilate the left common iliac artery. This balloon ruptured upon inflation. A second 9x40 evercross balloon was used, which also ruptured upon inflation. A third balloon was used successfully. A 10x40 evercross balloon was used successfully to post-dilatate the stent in right common iliac artery. No injury to patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.